Manufacturer narrative:
The precise cause for a missing tip pin could not be determined. Missing tip pin was not returned along with the complaint device. Unable to perform a function test due the related condition. Unrelated condition, laser markings on the tip became rusted/discolored.

Manufacturer narrative:
The precise cause for a missing tip pin could not be determined. Missing tip pin was not returned along with the complaint device. Unable to perform a function test due the related condition.

Event description:
It was reported by the sales rep that during a knee arthroscopic procedure, the ar-11200 would not bit and could not be used. Another of the same part number was used to compete the case.